Manufacturer narrative:
Upon inspection, the baxter technician found the power cord needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records did show baxter performed preventative maintenance on 20th dec 2024 on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician replaced the power cord to resolve. Based on this information, no further actions are required.

Event description:
During servicing by baxter, technical service identified that the centrella med-surg, had an issue, power cord damaged, wires exposed. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.